Event description:
It was reported that a temperature alarm occurred, specifically alarm 11, on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no immediate adverse impact. Since the customer was unable to clear the alarm and resume insulin delivery, they switched to multiple daily injections as a backup therapy.